Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#:(B)(4), product type: recharger. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was using the recharger, but it got hot and burned their back. They stated the wire was exposed. A replacement recharger was sent. The patient requested a replacement controller as well as they thought it was the cause. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 9 7755 lot# serial# (B)(4) implanted: explanted: product type recharger.: analysis of the recharger serial# (B)(4) found evidence of cable insulation peeling away at donut end and not able to find ins. Analysis of the controller found no anomaly, passed all bench test.: fdm 10 applies to recharger and controller; and fdr 180 applies to recharger; fdr 213 applies to controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger controller serian #(B)(4) failed first debug mode test (B)(4)current @ 4.20v. Result was 2809ua and acceptable range is 500 - 2795ua. Since result was just above acceptable value and it was the first device of the day tested suspected that failure was due to test fixture so retested and it passed the second test. Charged ins battery with a test rtm and the antenna did not get hot. The antenna got a little warm while charging the ins, which is normal. Passed all bench tests. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer. H3: analysis of the controller found no anomaly, passed all bench test. H6: fdm 10 applies controller; fdr 213 applies to controller. If information is provided in the future, a supplemental report will be issued.